Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. The customer successfully filled the same cartridge to address the issue. Additionally, it was reported that an occlusion alarm occurred. The customer performed their own troubleshooting and observed insulin dripping out of the infusion set tubing. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.